Event description:
Alleged deflation.

Manufacturer narrative:
Capsule contracture reported as the reason for explantation.

Manufacturer narrative:
Capsule contracture reported as the reason for explantation. Device discarded. No findings available.

Event description:
Capsule contracture.